Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 492 mg/dl on and diabetic ketoacidosis on (B)(6) 2019. Customer had symptoms like nausea and vomiting. Customer was treated with manual shots. Customer stated that drive support cap was normal. Customer mentioned that insulin pump had no delivery alarm while on basal but insulin exits with manual prime after troubleshooting. Insulin pump will not be returned for analysis.